Event description:
A healthcare professional reported that during surgery the vitrectomy probe did not cut. Another one was opened burt it did not work either. A third vitrectomy probe from a different custom pak was opened and it finally worked. No system message was displayed. Additional information was received reporting that the surgery could be completed without complications but it was 45 minutes longer. The event was observed once probes were in the patient's eye. The patient did not experience any harm. Additional information has been requested but not received to date.

Manufacturer narrative:
The device was received by a company representative and it is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).